Manufacturer narrative:
The device was used in an off-label implantation in the aortic position. As there are no specific IFU or training materials related to open direct implantation aortic procedures, the available training materials were reviewed only for information potentially relevant to the device use. Valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedures specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as patient and procedural factors were not provided; however, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative.

Event description:
As reported by the field clinical specialist, during a transaortic tavr procedure with a 29mm sapien 3 valve in the aortic position, the surgeon placed the first valve and after assessment felt that the valve was placed too ventricular. When the physician deployed the valve, the heart was on bypass and stopped. The physician then attempted to remove the valve without compromising its integrity and was unable to do so. The team was unable to slide the valve out and had to use forceps to fold it inward to remove. A second valve was taken and deployed in the aortic position without complication. There was no damage to the certitude delivery system. There was no withdrawal difficulty from use and the valve was implanted pretty snug. The patient left the operating room and was taken to recovery with stable vitals. There was absolutely no issue with any of the edwards products. All products performed as they should.